Event description:
It was reported that during unpacking, stent damage occurred. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
.